Event description:
The pt received her scs system, including an ipg. It was reported the ipg was explanted and not replaced as the pt was experiencing pain at the ipg implant site. The ipg was not replaced on (B)(6)2010 since the pt's pain had subsided, and she was no longer using the scs therapies. The explanted ipg was returned to the MFR for analysis. The results will be forwarded when available. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.